Event description:
On (B)(6) 2014 the patient was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery system to treat an abdominal aortic aneurysm. The main body of the device (rlt261426) was advanced into position. An angiography was performed, what showed that the device was deployed above the renal arteries. The repositionable mechanism was used to bring down the device to the required location. The repositioning was done two times. Once final position was confirmed, the red lever on the delivery system was pulled back and the clear handle pulled in order to release the wires. The handle was not able to be pulled back. The safety hatch was opened and lines 2 and 3 were tried to pull together with a clamp. The line 2 was not able to be pulled. However, line 3 was able to be pulled and then cut to release the wire. Upon releasing line 3, line 4 was pulled and cut successfully. The device catheter was removed and upon inspection line 2 appeared to have been bent and was catching inside the catheter hence was not being pulled back. In addition the contra lateral limb of the device was crushed against the aortic wall and was occluded. The physician were unable to rotate the device and there was no way of cannulating the limb, either from above or below. The physician decided to convert into aortouniiliac (aui) procedure since there was no flow coming out of the contralateral limb. It was decided to just plug the common iliac on the opposite side to stop the backflow into the aneurysm sac.

Manufacturer narrative:
Engineering evaluation the device was received by gore and an engineering evaluation was performed. The engineering confirmed that the backup hatch was removed and the lock pin remained lodged inside the handle assembly and delivery catheter. Engineering also confirmed difficulty removing the lock pin through the backup hatch. The proximal end of the lock pin was observed to be bent, which appeared to prevent it from traveling through the lumen within the catheter. After deployment, it was reported that the contralateral leg was pinched against the aortic wall. Evaluation of the returned delivery catheter did not identify any findings that may have caused or contributed to this reported observation. Based on the findings from the evaluation, the physician¿s observation of inability to remove the lock pin was confirmed, however the physician¿s observation of occlusion of the contralateral limb and inability to cannulate the contralateral gate due to pinching against the aortic wall could not be confirmed. The root cause of the reported inability to remove the lock pin appears to be due to the proximal end of the lock pin being bent, preventing it from entering into the lumen of the catheter. The root cause of the bent lock pin could not be determined with the currently available information from the engineering device examination. The root cause of the reported inability to cannulate the contralateral gate could not be determined with the currently available information from the engineering device examination, however based off the reported information, cannulation of the contralateral gate was not attempted until after the ipsilateral limb was deployed. This use outside of the IFU may have contributed to this observation.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.